Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a syringe was used to inject air during the cuff check, but the cuff did not inflate. There was no patient involvement.